Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. G6: follow-up number - additional. H1: type of event - additional. H2: if follow-up, reportable what type - additional. H3: device evaluated by manufacturer ¿ additional.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage check was performed and passed. Device log downloaded: yes. Data review completed by ffa. Data review confirms allegation: yes. A review of the share logs was performed and nothing relevant was found. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.